Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be tested due to device components not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices referenced are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that suture placement with four proglide devices, two in the heavily calcified left common femoral artery (lcfa) and two in the heavily calcified right common femoral artery (rcfa) were attempted via a 6fr sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a cuff miss occurred will all four devices. Four additional proglide devices were used for successful suture placement, two proglide devices in the lcfa and two proglide devices in the rcfa using the pre-close technique. The sheath was up-sized to 12fr in the lcfa and 10fr in the rcfa. The tavr procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.